Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0955-2020. (B)(4). S.w version 2.10h. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Inquired what led up to the complaint. Customer response: x customer states the site is not actively bleeding. Expl possible cause of blood at site is that sensor may have been inserted in a capillary/blood vessel. Customer would not like to continue troubleshooting site issue(s). Cx does any medication that can cause bleeding customer's outcome pertaining to the complaint: x inquired what led up to the complaint. Customer response: cx spoke with nohemie about the star right program and while on the phone she mentioned she got cal not accepted that morning.I called her today to t/s. She sts that the sensor had 2-3 hours left in the body but she removed it. She also mentioned that morning, she woke up feeling low. She feels her low at 5.0. Her sg was reading 4.4 and she did not test bg but corrected because she felt low and was sweating. She asked why the pump did not suspend because her low suspend is 5.0. It is normal for her to go low and she does not want to t/s the pump for the low. She is working with nurse for this. She thought that her low suspend was at 5.0 for the whole day but her low suspend was at 3.8 for 12am - 7am and 5.0 for 7am - 10am. Cx now understand why pump did not suspend that morning. 1. Date/time of insertion was: tues jan 29th. 2. Location of insertion was: abdomen inserted while standing up . 3. Sensor lot #: does not have. 4. Date/time of alert(s) received: on monday feb 4th. Customer would like to continue troubleshooting. Expl calibration not accepted alert and possible causes. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: appeared to be securely taped. Offered to review sensor best practices. Customer accepted review. Adv to calibrate 3-4 times per day when there are no arrows. Adv to wait 15 min for calibration to be accepted before eating. Reviewed insertion technique and taping technique. Cx tapes over sensor but not over transmitter. Adv we recommend to tape over sensor and over transmitter. Cx mentioned when she inserted the sensor, it was hurting but she left it in because she did not want to waste the sensor. Adv next time to call to report and if needed we will replace. Cx sts that when she removed the sensor it was bleeding. Customer has not entered a new bg for calibration. Past event. Customer's outcome pertaining to the complaint: cx mentioned that sometimes she would test her bg and use it as calibration and then her sg value would start to go up. For example she would test bg and it would be 10. Calibrate it and then a few minutes later sg would show 13 with two up arrows. Adv we will replace the sensor. Cx is trying to use all her enlite sensor so she can start training on mm670g. Adv we can replace the sensor with a gs3. Adv to call to ask for the replacement so we can place order. Cx understood ship: 1 x mmt-7020d4 / return: nothing cx will call so we can place order for the gs3 because she is going to start using a mm670g soon. (B)(4).